Manufacturer narrative:
Although requested, the device was not returned for evaluation. As a lot number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that 2 days after implantation of an intraocular lens (iol) in the left eye, the patient presented with hypopyon and vitritis. Based on the findings, the surgeon concluded the cause as endophthalmitis. In the implanting surgeon's opinion, the most likely cause of the event could not be determined. Medication administered during original surgery: intracameral moxifloxacin. The following medications were prescribed for use at home post-operatively: prednisolone 1%: 1 gtt qid x 2 weeks, then tid x 2 weeks (total duration: 1 month) ofloxacin 0.3%: 1 gtt qid x 7 days ketorolac 0.5%: 1 gtt qid x 2 weeks, then tid x 2 weeks. (Total duration: 1 month)